Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.a follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger with anterior needle tip, suture, link and cuffs were not returned. The analysis of the returned body, lever, foot, guide and sheath found no damage that would have contributed to the reported needle to cuff miss. Both ends of the foot were examined and there was no evidence of needle strike marks detected. A proxy plunger was inserted into the device and the needle trajectory was acceptable. The needle trajectory of each device is inspected during manufacturing to assure the device operates according to specifications. The analysis of the returned components found no indication of a product quality problem that would have contributed to the reported cuff miss. To assure that the product performs according to specification, each device is inspected during manufacturing and a quality audit is performed to verify product quality. Based on the analysis and inspection criteria, the cause of the reported needle to cuff miss could not be confirmed. There was no evidence of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there have been no previous incidents reported for needle to cuff miss for this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of common femoral artery was attempted using a perclose a-t device after an intervention procedure. Reportedly, after suture deployment and the needle plunger was retracted a cuff miss occurred. The device was removed and hemostasis was achieved using a proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose a-t device. No additional information was provided.